Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A technical support specialist (tss) advised the customer to do a hard reboot, after reboot the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer cubie pocket e4 was failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from other source, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.